Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2016 and (B)(6) 2017 with blood glucose level of 1,100 mg/dl and 600 mg/dl. The customer was very lethargic and the meter was reading really high. The customer also experienced a low blood glucose level of 70 mg/dl. The customer treated with food and glucose tablets. The customer was wearing the insulin pump at the time of hospitalization. The drive support cap was normal. The insulin pump will not be returned for analysis.